Manufacturer narrative:
Evaluation conclusion: the estimate is awaiting customer approval.

Event description:
The manufacturer received information alleging a ventilator's oxygen connector was broken. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The oxygen connector will be replaced to address the issue.